Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for the event. The cause of the peritonitis was not reported. Treatment for the peritonitis event was not reported. It was not reported if physioneal and extraneal therapies were ongoing. It was not reported if the patient was recovering or was recovered from the peritonitis event. The patient's pd catheter was later replaced. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The date of onset of the peritonitis event was on an unreported date between (B)(6) 2014. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).